Manufacturer narrative:
(B)(4). As per the manufacturer's subsidiary, the electronic patient gas system (epgs) failed calibration two times and was successfully calibrated on the third attempt. The hose connections were checked and no gas leaks were heard.

Event description:
It was reported that during pre cardiopulmonary bypass (cpb) procedure, a "service gas system" error message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and failed. The pst connected an external flowmeter to the output of the epgs. Attempted calibration and found that the airflow output of the epgs during calibration was at 10 l/min instead of the expected 5 l/min. He temporarily replaced the internal flowmeter with a lab use flowmeter, initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.42 volts, within the specification of .55-2.758 volts. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the flow meter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional information was received during a supplier evaluation. The unit was received with absolute pressure reading of 6.53 pounds per square inch (psi) at atmosphere, 13.6 pounds per square inch absolute (psia). This discrepancy is reflected in adc register count change of 30634 (at time of production) to 21984. All other values were normal. Pressure offset reading was lower than normal at 21 millivolts (mv), likely the cause of the abnormal pressure reading. As found, data taken and all points reading 60% low. Loose wire bonds likely the cause of the change in sensor output from time of initial calibration. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.